Event description:
It was reported that .. "Upon using the torque wrench, the hex of the wrench that is engaged into the cap screw snapped off on final tightening".

Manufacturer narrative:
Method: visual inspection, device history review, complaint history, and material analysis. Results: visual inspection. The hex tip is broken. Breakage is located at the border between hexagonal part and cylindrical part of the tip. Numerous machining lines are visible on the 8.5mm diameter zone. Device history review: no non conformities or deviations linked with reported event were noted during manufacturing process. Complaint history: (B)(4) complaints for this instrument were received for breakage of the hexagon tip. Material analysis: two instruments from prior complaints were sent to external and internal labs for analysis. The analyses demonstrated that the device failed as a result of a semi-fragile sudden rupture process initiated by an important notch effect. Risk analysis: there were no adverse consequences reported. Conclusion: the reported breakage was confirmed and a non-conformance report has been initiated.